Event description:
Fluoroscopy switch (pedal) malfunctioned, remaining on after being released. Staff technologist was exposed to scattered radiation by walking into the simulator suite while fluoro was on.